Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device was implanting the cup the kincise 2 impactor button on the top of the gun (reverse) got stuck and continue to impact inside of the car patient and caused the cup to not be able to stick anymore and we had to ream up and put in a 54 cup instead, we checked the k2 gun later and the button was not stuck anymore. There was no delay in surgery. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.